Event description:
It was reported that during a breast biopsy, the whole marker fell apart into pieces. Changed markers and completed the case with no consequence to the patient.

Manufacturer narrative:
(B)(4). Clear tip sheared at distal tip and push button damaged. Evaluation summary: the analysis results found that the tip of the introducer tube was received torn and missing. In addition, the button was found to be detached from the stiffener rod. A corrective action has been initiated to address the root cause of the shearing issues. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.